Manufacturer narrative:
The following fields have been updated with corrected information. B5. Describe event or problem: it was reported while using bd vacutainer® sst¿, misaligned rubber stoppers were seen with two tubes. No adverse impact was reported regarding the patient or user. Imdrf annex a grid: a1503 - separation problem (2906) was removed after additional complaint review. The following fields have been updated with additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-nov-2025. Investigation summary: bd received two customer samples and one photo for investigation. During visual inspection for defective stopper molding, both of the returned samples failed. Additionally, the photo provided shows a slightly misshapen stopper in a tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, misaligned rubber stoppers were seen with two tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® sst¿, misaligned rubber stoppers were seen with two tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 11-nov-2025. Investigation summary: bd received two customer samples and one photo for investigation. During visual inspection for defective stopper molding, both of the returned samples failed. Additionally, the photo provided shows a slightly misshapen stopper in a tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: defective stopper molding. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, closure separation between the cap and rubber stopper was seen with 2 tubes. No adverse impact was reported regarding the patient or user.